Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of an unspecified quantity of small volume folfusors burst. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h6. H10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.